Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with MDR #1225714-2014-00875.

Manufacturer narrative:
This is one of two device reports for this event; the associated manufacturer report numbers are 1225714-2014-00875 and 1225714-2014-00876. Additional information has been requested and will be submitted upon receipt accordingly.